Event description:
It was reported that during laparoscopic cholecystectomy procedure, the surgeon fired the device across the cystic duct on the initial firing and after the trigger was squeezed the clip was malformed and the device locked out. When the surgeon observed the clip and it was formed open ended. They tried to fire again and the device would not fire. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's (B)(4) regarding a check lines and bags alarm, which occurred on the homechoice (hc) during the prime cycle. The home patient (hp) stated one of the spikes is not in the bag all of the way and she cannot push it in. The baxter technical service representative (tsr) had the hp recycle the hc and advised to start over with new supplies. Product surveillance contacted the hp stated she uses a cxd device to spike the supply bags. Per the hp, the cxd had a broken spring, which resulted in an incomplete spike of the solution bag. The hp stated she completed therapy with manual supplies. No patient injury or medical intervention reported. No additional information available.